Event description:
Officers connected the device to a person described as in cardiac arrest. Reportedly, when an attempt was made to analyze the pt ECG, the device prompted connect electrodes. Ems arrived on scene at this time and attempted device analysis of pt ECG two more times. Paramedics removed the applied electrodes and used their manual defibrillator to convert the pt to a perfusing rhythm. The pt was resuscitated.